Event description:
It was reported that a patient presented to the clinic with loss of capture on their right atrial lead. It was also noted that there was some variation in p wave amplitudes. Programming changes were made to address the issue. The patient was stable throughout.